Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was broken. The family/friend reported the patient was unable to charge their implant as recharger won't charge. Ins was turned off to conserve the battery for emergencies and now the patient is in a lot of pain. No further complications reported and/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.